Event description:
It was reported that the patient underwent a surgical procedure to replace their artificial urinary sphincter (aus) system due to recurring incontinence. No device issues reported and there were no patient complications reported.